Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) capture management was not running. The ipg remains in use. No patient complications have been reported as a result of this event. It was further reported the implantable pulse generator (ipg) is planned to be reprogrammed. It was also reported the right ventricular (rv) lead exhibited decreasing impedance. The right ventricular (rv) lead is planned to be reprogrammed and remains in use.